Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, and intermittent t-wave oversensing (twos). Additionally, there was intermittent atrial undersensing noted on the right atrial (ra) lead. Follow-up was conducted with no further information able to be confirmed. The leads remain in use. No patient complications have been reported as a result of this event.